Event description:
Hcp reported the pt presented with signs of withdrawal including "lethargy, palpitations, nausea, vomiting, and really severe flu-like symptoms". The pump's low reservoir volume alarm was sounding. The physician gave the pt a refill and bolus. The pump expected reservoir volume was 1.5cc which match the actual reservoir volume (1.5cc). The manufacturer suggests the pt be scheduled for a refill appointment at least on day prior to the scheduled or anticipated low reservoir alarm volume. The pt was reported as being fine within 24 hours of the refill.